Event description:
A report was received that the patient underwent a pocket revision, due to pocket site discomfort. The physician believes that due to the patient's weight loss, the ipg moved slightly in the pocket causing discomfort. The patient's ipg was relocated from her buttock area to her abdomen, and she was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.